Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to notify an event, with additional information from the initial reporter and a second reporting consumer via nutritionist from a patient support program (psp), concerns an elderly female (B)(6) patient. Medical history included: obesity, hypothyroidism and high blood pressure. Concomitant medications included: levothyroxine sodium for hypothyroidism, metformin, enalapril and hydrochlorothiazide for unknown indication for use. The patient received insulin lispro (humalog) cartridge via humapen luxura champagne, three times a day, subcutaneously, dose according with the patient blood glucose, for the treatment of diabetes, beginning in 2005. On an unspecified date, unknown time after commencing insulin lispro treatment, the patient was diagnosed with alzheimer disease which was considered serious by the company due to medical significance. The patient received galantamine hydrobromide as corrective treatment and did not recover from the event. On an unknown date, unknown time after insulin lispro therapy started the patient experienced diarrhea, vomiting and abdominal pain. It was unknown if the patient received any corrective treatment for the events of diarrhea, vomiting and abdominal pain. The outcomes for these events were not provided. On (B)(6) 2015 the patient went to a hospital to undergo routine exams. During the exams the patient felt unwell and was admitted. The patient was diagnosed with colon cancer. After the diagnosis the insulin lispro frequency was reduced from three times a day to one time a day. The patient received unspecified medications as corrective treatment for the colon cancer, also reported as antibiotic due to an unspecified infection. The patient was discharged on (B)(6) 2015 and it was unknown if she recovered from the event. On an unknown date, whilst on insulin lispro treatment via humapen luxura champagne, the patient blood glucose levels were oscillating from 39 to 400 on the same day, no units provided. The event blood glucose was oscillating from 39 to 400 was considered serious by the company due medically significant reasons. The patient did not receive corrective treatment. The patient did not recover from the event. Also the reporter stated that the patient reuses the needles sporadically. It was reported that the patient underwent in a blood test on (B)(6) 2015, however no details were provided. On an unspecified date, unknown time after commencing insulin lispro treatment, the reporting consumer stated that the patient was receiving a different insulin dose than was prescribed by the physician. Laboratory exams and corrective treatment were not provided. It was unknown if the patient recovered from the event. Insulin lispro treatment was continued. The patient daughter was the device operator. It was unknown if she received proper training. It was unknown for how long she uses the suspect device or the suspect device model. There was no reported complaint for this device and its return is not expected. The reporting nutritionist did not provide any relatedness opinion. The reporting consumer did not know if the colon cancer and blood glucose was oscillating from 39 to 400 were related to insulin lispro treatment and did not provide a relatedness opinion for the alzheimer disease. No further relatedness opinion was provided. Update 26jun2015: upon review of this case on 26jun2015, the case was opened to update the medwatch fields for regulatory reporting. Update 07jul2015: additional information received on 02jul2015 from second reporting consumer. Added second consumer reporter. Added obesity as medical history of the patient; added blood test as laboratory exam; added indication for use of the suspect drug; added body type of the suspect reusable device; added non-serious events of diarrhea, vomiting and abdominal pain; added corrective treatment for the event of colon cancer. Updated narrative and corresponding fields. Update 14jul2015: additional information received on (B)(6) 2015 from the initial reporter via a nutritionist, added: new nutritionist reporter and patient support program tab. Added patient was receiving a different dose than was prescribed from the physician (wrong dose administered) as a non-serious event. Narrative and correspondent fields updated accordingly.

Manufacturer narrative:
(B)(4). Evaluation summary: the patient experienced blood sugar fluctuations while using a humapen luxura device (lot number unknown). There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient reused needles sporadically. This is likely not relevant given that there was no product complaint relative to pen function. The device user manual indicates a new needle should be used with each injection.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to notify an event, with additional information from the initial reporter and a second reporting consumer via nutritionist from a patient support program (psp), concerns an elderly female caucasian patient. Medical history included: obesity, hypothyroidism and high blood pressure. Concomitant medications included: levothyroxine sodium for hypothyroidism, metformin, enalapril and hydrochlorothiazide for unknown indication for use. The patient received insulin lispro (humalog) cartridge via humapen luxura champagne, three times a day, subcutaneously, dose according with the patient blood glucose, for the treatment of diabetes, beginning in 2005. On an unspecified date, unknown time after commencing insulin lispro treatment, the patient was diagnosed with alzheimer disease which was considered serious by the company due to medical significance. The patient received galantamine hydrobromide as corrective treatment and did not recover from the event. On an unknown date, unknown time after insulin lispro therapy started the patient experienced diarrhea, vomiting and abdominal pain. It was unknown if the patient received any corrective treatment for the events of diarrhea, vomiting and abdominal pain. The outcomes for these events were not provided. On (B)(6) 2015 the patient went to a hospital to undergo routine exams. During the exams the patient felt unwell and was admitted. The patient was diagnosed with colon cancer. After the diagnosis the insulin lispro frequency was reduced from three times a day to one time a day. The patient received unspecified medications as corrective treatment for the colon cancer, also reported as antibiotic due to an unspecified infection. The patient was discharged on (B)(6) 2015 and it was unknown if she recovered from the event. On an unknown date, whilst on insulin lispro treatment via humapen luxura champagne, the patient blood glucose levels were oscillating from 39 to 400 on the same day, no units provided. The event blood glucose was oscillating from 39 to 400 was considered serious by the company due medically significant reasons. The patient did not receive corrective treatment. The patient did not recover from the event. Also the reporter stated that the patient reuses the needles sporadically. It was reported that the patient underwent in a blood test on (B)(6) 2015, however no details were provided. On an unspecified date, unknown time after commencing insulin lispro treatment, the reporting consumer stated that the patient was receiving a different insulin dose than was prescribed by the physician. Laboratory exams and corrective treatment were not provided. It was unknown if the patient recovered from the event. Insulin lispro treatment was continued. The patient daughter was the device operator. It was unknown if she received proper training. It was unknown for how long she uses the suspect device or the suspect device model. There was no reported complaint for this device and its return is not expected. The reporting nutritionist did not provide any relatedness opinion. The reporting consumer did not know if the colon cancer and blood glucose was oscillating from 39 to 400 were related to insulin lispro treatment and did not provide a relatedness opinion for the alzheimer disease. No further relatedness opinion was provided. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting. Update (B)(6) 2015: additional information received on (B)(6) 2015 from second reporting consumer. Added second consumer reporter. Added obesity as medical history of the patient; added blood test as laboratory exam; added indication for use of the suspect drug; added body type of the suspect reusable device; added non-serious events of diarrhea, vomiting and abdominal pain; added corrective treatment for the event of colon cancer. Updated narrative and corresponding fields. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the initial reporter via a nutritionist, added: new nutritionist reporter and patient support program tab. Added patient was receiving a different dose than was prescribed from the physician (wrong dose administered) as a non-serious event. Narrative and correspondent fields updated accordingly. Update (B)(6) 2015. Additional information received (B)(6) 2015 from the global product complaint system. To the hp luxura champagne device tab added the device specific safety summary, updated the medwatch and EU/ca fields; updated the narrative.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.